Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead; product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot#: (B)(4), ubd: 26-dec-2023, UDI#: (B)(4); product ID: 977a275, serial/lot#: (B)(4), ubd: 26-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and the patient via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had their post-op appointment on (B)(6) 2020, and it was discovered that the two leads had moved since implant. The lead on the left side of their head had moved medially to the top of their scalp and the lead on the right side of their head had moved back. This resulted in the patient not getting appropriate coverage. Impedances were tested and found to be within normal limits. A lead revision was being scheduled. No further complications were reported or anticipated.